Event description:
It was reported that the patient experienced line block alarms, followed by an elevated blood glucose level of 401 mg/dl. In response, the cassette, tubing, and infusion site were replaced. After relocating the infusion site to the abdomen, another line block alarm occurred, indicating a possible obstruction in insulin delivery. The patient then replaced the infusion set again at a new site. Upon inspection, the cannula was found to be bent, which was identified as the root cause of inadequate insulin delivery. This event involved the patient; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.